Event description:
Note: this is the 1st of 2 complaints opened against events that occurred during the same procedure. Reference manufacturer report no. 3005099803-2009-00294 for details specific to the other event. It was reported to boston scientific corporation in early 2008, that a resolution clip device was used during a gastroscopy procedure performed on the next day. According to the complainant, during the procedure, the first device would not advance through the sheath because of kinked tubing. A second device failed when the clip deployed in the sheath prior to insertion into the scope. Procedure completed with a third of the same resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the suspect device has been received for evaluation, the analysis has not been completed; the cause of the reported malfunction has not been determined.